Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1026983 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1026983 was manufactured according to specifications and met performance requirements. Customer reported increase of false positive results for the public health laboratory evaluative panel, lspd evaluative panel and some patient samples tested with the bd sars-cov-2 reagents for bd max¿ system kit, as well as an increased number of tests with atypical curves, in which only 1 gene is amplified when using bd max sars-cov-2 reagents kit lot 1026983. Customer provided the database from instrument ct1777 as well as pdf files of runs mentioned in the complaint (run 879, 880, 916) for the investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. The samples mentioned in the complaint were not done with kit lot 1026983, but rather with kit lot 1026980, and were investigated in complaint (B)(4) from the same customer. However, database revealed 39 samples for which only the n1 target was detected among 1459 samples tested with kit lot 1026983. Analysis of the customer¿s database revealed a total of 10 894 samples tested with the bd sars-cov-2 reagent kit since the beginning of use (between 2020-08-12 and 2021-07-25). Analysis of this period shows fluctuations in the overall rate of positive results with no abnormal increase. This is also true for samples with only n1 target positive results. Analysis by kit lot, as well as by different instruments, revealed no issue. Manual pcr curve adjudication of most of the 39 samples for which only the n1 target was detected revealed late and low n1 target only, but true, positive results. As mentioned in the package insert, detection of one or both targets (n1 and/or n2) is considered positive. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1026983. The root cause was not identified but specimens at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are suspected. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using allplex seegene and the results were negative. The customer stated there was no patient impact. Eua #: (B)(4) " an increase is observed in the number of tests with a pattern of atypical curves, in which only 1 gene is amplified and the team interprets "positive".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using allplex seegene and the results were negative. The customer stated there was no patient impact. Eua #: (B)(4). An increase is observed in the number of tests with a pattern of atypical curves, in which only 1 gene is amplified and the team interprets "positive"".